Event description:
As reported, during a video-laparoscopy (tapp) procedure for right inguinal hernia repair, the parietal peritoneum was opened and fixation of a bard/davol flat mesh was attempted with a bard/davol capsure fixation device in the abdominal wall at cooper's ligament when the device stopped working. As reported, the surgeon removed the device from the cavity and tried dry-firing (outside patient) when the entire remaining fasteners came out and fell into the ground. It was reported that the a non-bard/davol device was opened to complete the surgery. There was no reported patient injury. Addendum based on additional information provided in follow up: as reported, the fasteners that deployed fixated the mesh and there were no loose fasteners in the patient.

Manufacturer narrative:
As reported, the bard/davol capsure fixation device stopped working and then released multiple fasteners. It is reported that the subject device is being returned for evaluation; however at this time it has not been received. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position.¿ and "use caution when applying the capsure¿ fastener over or in proximity to underlying bone, vessels, nerves, or viscera. Care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device." If/when sample is received and evaluation is completed, a supplemental MDR will be submitted. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the result of sample evaluation. As returned the device counter indicates there are no fasteners remaining in the device. Functional evaluation of the sample could not be performed with no fasteners remaining in the device. Inner component evaluation found no manufacturing anomalies. Based on the sample evaluation and investigation performed, the results of this investigation are inconclusive due to the sample being returned empty of fasteners. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a video-laparoscopy (tapp) procedure for right inguinal hernia repair, the parietal peritoneum was opened and fixation of a bard/davol flat mesh was attempted with a bard/davol capsure fixation device in the abdominal wall at cooper's ligament when the device stopped working. As reported, the surgeon removed the device from the cavity and tried dry-firing (outside patient) when the entire remaining fasteners came out and fell into the ground. It was reported that the a non-bard/davol device was opened to complete the surgery. There was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol capsure fixation device stopped working and then released multiple fasteners. It is reported that the subject device is being returned for evaluation; however at this time it has not been received. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position.¿ and "use caution when applying the capsure¿ fastener over or in proximity to underlying bone, vessels, nerves, or viscera. Care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device." If/when sample is received and evaluation is completed, a supplemental MDR will be submitted. Not returned.